Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from manufacturing representative (rep). Rep reported that implantable neurostimulator was unable to be interrogated. Rep reported that firmware will be installed.

Event description:
Information was received from a healthcare provider via a manufacturer representative (rep). The rep called to report being notified by hcp today that they got "(/123 unable to open device session" message on clinician tablet. Caller stated hcp encountered this message while trying to connect to patient's ins. Caller was on their way to the appointment to provide in-person assistance and did not have any further details. Suggested caller call back after they arrive at the appointment if further assistance is needed so troubleshooting can be done in real-time. Caller reports they are with patient and interrogating with the tablet. Caller reports they are getting the same error message as physician: "telemetry failure. Discover device is unable to open device session. Please contact technical service. (-123)." Caller reports the patient's controller is also displaying an error message: "contact manufacturer, service code: 1717." Caller reports patient do not use her controller, therefore unknown when this message started. Caller reports patient is getting good stimulation. Call reports no recent medical procedures, patient did not have recent interrogation with cp. Caller reports patient last interrogation was about a year ago. Caller reports patient did go on an airplane on 1/11/2025, where they had to step into a scan and had their arm up. Opening and closing patient data service did not resolve the message. Unable to interrogate patient's device, same error message. Caller reports they attempted to reset neurostimulator. Caller reports sometimes they have issue with their communicator connecting. Caller reports it would not pick up device. Caller reports he obtained a different communicator. Caller reports they are using the new tablet. Caller reports when they reset neurostimulation on the new tablet. Interrogated patient's device, patient felt something during interrogation. Caller reports they were able to see the impedance screen. Caller reports when they attempted to do impedance, an error message occurred: "communication failure. Telemetry operation incomplete, session cannot continue without completing operation." Caller reports they went back to their old tablet, reset neurostimulator. Attempted to connect to ins. Caller reports they are seeing the same error message: "telemetry failure. Discover device is unable to open device session. Please contact technical service. (-123)." Emailed caller to send in log files. Rep called back to report the patient called them today to state they are having tremors that they didn't have before. Rep states the patient was "stable" at baseline. Rep states they were able to try connecting with the ctm cord and this did not make a difference. Rep plans to send in log files. Reviewed how to send files. Caller reports patient is home, patient had called and reported their tremor has returned. Reviewed with caller, if they are seeing patient and able to interrogate device, will need manufacturer data file. Caller reports they might see patient this coming monday, depends on patient's symptom. Suggested patient bring their external equipment. Suggested caller to call patient and see if patient is able to access patient's therapy with their controller. Transferred caller to hcit for log files.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The manufacturer representative provided additional information, stating that they suspected the device was unable to be interrogated. Technical services will follow up with engineering.